Event description:
Smart port was being prepared to be implanted in patient. It was flushed with heparin and the tubing was seen to be leaking. A second port was opened and utilized to complete the procedure.====================== manufacturer response for power-injectable port with vortex port technology, smart port CT (per site reporter)======================manufacturer provide rga# for product return evaluation.